Event description:
Customer complained about sensor reading discrepancies. Customer stated that the insulin pump has gone into threshold suspend around 8 to 9 times on the same day. Customer stated that his blood glucose level was 129 mg/dl but the sensor glucose reading is 57 mg/dl. Customer was advised to turn the sensor feature off and after 2 to 4 hours turn it back on and perform reconnect old sensor and calibrate when blood glucose are stable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.